Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent a primary cervical fusion to treat a cervical trauma using a synapse 4.0. On (B)(6) 2021 a removal procedure was performed. While extracting the screw at c5 right, the screwhead came off. The fragment was removed from the patient¿s body. It was further confirmed by postoperative x-rays that no fragment had been left. This report is for one (1) 3.5mm ti cancellous polyaxial screw 18mm for 4.0mm rods. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review performed for sterile part number manufactured by monument and component DHR reviews performed for part numbers manufactured by brandywine. Part: (B)(4). Lot: h297842. Supplier lot: n/a. Manufacture date or release to warehouse date: february 02, 21, 2017. Expiration date: february 02, 01, 2027. Supplier/manufacture site: monument. No nonconformance reports (ncrs) were generated during sterile packaging of production lot number h297842. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part: (B)(4). Lot: h278473. Supplier lot: n/a. Manufacture date or release to warehouse date: january 19, 2017. Expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number h278473. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: (B)(4). Component lot: h279820. Supplier lot: n/a. Manufacture date or release to warehouse date: january 18, 017. Expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number h279820. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: (B)(4). Component lot: h276021. Supplier lot: n/a. Manufacture date or release to warehouse date: january 18, 2017. Expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number h276021. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: (B)(4). Component lot: h279816. Supplier lot: n/a. Manufacture date or release to warehouse date: january 17, 2017. Expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number h279816. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: (B)(4). Component lot: h279818. Supplier lot: n/a. Manufacture date or release to warehouse date: january 18, 201.7 expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number h279818. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: (B)(4). Component lot: h259645. Supplier lot: n/a. Manufacture date or release to warehouse date: december 16, 2016. Expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number h259645. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: (B)(4). Component lot: h264477. Supplier lot: n/a. Manufacture date or release to warehouse date: december 29, 2016. Expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number h264477. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: (B)(4). Component lot: h276128. Supplier lot: n/a. Manufacture date or release to warehouse date: january 17, 2017. Expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number h276128. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ----------------------- the product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the head of the cancellousscr synapse ø3.5 l18 f/r ø4 ta showed extensive damage. The hex-lobes of the t-15 recess were deformed. Scratches were also present on the most distal part of the head as there were circular scratches on the inside face. The bushing of the screw is slightly cracked might be the reason for the screw to come off. However, the embedded condition cannot be confirmed since the x-rays were not provided. The dimensional inspection was performed and it¿s within the specification limit. The observed condition of the cancellousscr synapse ø3.5 l18 f/r ø4 ta in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for cancellousscr synapse ø3.5 l18 f/r ø4 ta. While no definitive root cause could be determined, there was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. ********************************************************************** drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: - 3.5mm ti toploading canc screw neutral 8mm-50mm -ti 3.5m cancellous screw 8 to 50mm length dimensional inspection: checked diameter of the shaft per drawing ti 3.5m cancellous screw 8 to 50mm length: measured: pass. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.